Event description:
Event was reported to (B)(4) by an attorney. The patient experienced painful intercourse, nerve damage in the right leg area, vaginal bleeding and pain, mesh erosion, removal and corrective surgeries. No further information has been provided.